Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Manual input of the grip input disc knobs did not display intuitive motion at the wrist. The grips did not open and remained stuck together. The housing was removed and no physical damage could be found inside. Internal components may be seized not allowing the grips to move properly. Instrument was placed on the system and grips did not open as well. The overmold nut of this instrument was stuck in the proximal position. The thumbwheel could be rotated; however, that did not move the overmold nut and did not open the jaws. External manipulation using handheld tools also could not open the jaws. After disassembly of the instrument, it was found that the overmold nut was stripped and thus could not move up and down the pivot tube to open and close the jaws. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken overmold nut found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer instrument would not open. The site had to use another vessel sealer instrument to complete the procedure. There was no report of patient harm, adverse outcome or injury.